Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose level was 400 mg/dl when he awoke; however, the customer administered 7.5 units of insulin and blood glucose levels were going down. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.